Manufacturer narrative:
No product has been returned for evaluation as no product malfunction has been alleged. Potential adverse events and complications: "as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: pain, discomfort or abnormal sensations due to the presence of the device." Product not returned.

Event description:
It was reported patient reported pain post operative, and as a result, was hospitalized for two days and discharged to rehab. No product malfunction reported.